Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 115 mg/dl. The mother felt that the problem was the infusion sets that the customer was wearing at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.